Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
Olympus received the following event from an olympus sales specialist. During an unspecified procedure, the device sparked and caused an unspecified patient burn when the user hit the plastic code during insertion with the device. The user reported this occurred when the spatula was being pulled out of the patient and the burn went through the drape to the patient. The customer refuses to provide additional information and stated this was user error.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's investigation. New information added to the following fields: h6, h10. The device history records (DHR) for this device could not be reviewed since the serial number was not provided. Olympus ships devices manufactured according to all applicable procedures and meet final product release criteria. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to the device coming in contact with other instruments/components in addition to being activated. The instructions for use warn against this event: "do not insert or withdraw the instrument from the procedure site while power is activated. Do not activate the instrument while any portion of the tip is within the laparoscope working channel or the cannula. Carefully insert and withdraw the instrument to avoid possible instrument damage and/or injury to the patient or surgical personnel."